Manufacturer narrative:
Batch review performed on 07 may 2018. Lot 144650 :50 items manufactured and released on 02 october 2014, expiration date: 2019-08-31. No anomalies found related to the problem. To date,49 items of the same lot have been already sold without any similar reported event. Analysis performed from the medacta patient match department on the (B)(6) 2018: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
The patient came in complaining of instability 1 year and 1 month after primary. The patient stretched out his knee through rehab. The surgeon swapped the 10mm poly for a 12mm poly. The surgery was completed successfully.